Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use on a patient, "the 15mm-connector cannot be disconnected from the tube shaft". No patient involvement.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for investigation. The manufacturer reported: "an actual sample was returned for investigation. Based on actual sample returned, measurements were taken, and all specifications were met. In addition, as per stated in the IFU, the connector assembly features of et tube were designed in such a way that the connector can be removed and connected back to the tube when the tube required to be cut to length. There are precautions stated in the IFU that the 15mm connector should be firmly seated in the tracheal tube to prevent disconnected during use. Based on verification, all the return sample measurement meeting specification, however, manually unable to detach connector from tube. Based on the investigation, the defect mode on the tube connector cannot be disconnected from the tube was matches with the complainant report. An investigation within teleflex will be opened to investigate this issue further." Teleflex will continue to monitor and trend on this complaint issue. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use on a patient, "the 15mm-connector cannot be disconnected from the tube shaft". No patient involvement.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # UDI related data quality updates only.

Event description:
It was reported that prior to use on a patient, "the 15mm-connector cannot be disconnected from the tube shaft". No patient involvement.